Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was stuck in disconnected mode. A field service engineer confirmed that the issue was resolved by the customer, the issue was due to the network cable had been plugged into the wrong port. A technical support specialist used the knowledge article, "manual recovery required - data sync invalid upload change tracking value" and confirmed that the issue was resolved after the manual recovery. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck in disconnected mode and not communicated with the servers. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.